Event description:
It was reported the patient received inappropriate shocks, due to oversensing of noise. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications were reported as a result of this event, and the patient's status was good.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed. It was reported the patient received inappropriate shocks due to oversensing of noise. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications were reported as a result of this event and the patient status was good. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event; interference, lead(s), fracture of, oversensing, shock, inappropriate.